Event description:
It was reported that a cartridge alarm occurred. Blood glucose was not impacted. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap and the customer did not remove the cartridge outside of the load sequence. The customer removed the o-ring and successfully reloaded the cartridge to address the issue.

Manufacturer narrative:
Device not returned.